Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a leak. Upon inspection and evaluation, objective lens adhesive peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) medical center. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint ¿had a leak¿ was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause of the suggested event could not be specified. However, although a root cause was not specified, it is presumed that the event was caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: inspection of the endoscope: inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Wipe the video connector, including the electrical contacts using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a pinhole on universal cord, water tightness is lost, adhesive around objective lens is peeled, scratches and a chip found throughout the device, video connector is damaged, due to wear of angle wire, bending angle in up direction does not meet specifications, and control unit has discoloration. Olympus will continue to monitor field performance for this device.